Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized in (B)(6) 2015 for a diabetic emergency. The customer's blood glucose level was unknown. It was reported that the customer stated it was her own management that caused her to be hospitalized. The customer had discontinued insulin pump therapy. The customer declined to troubleshoot. No further details were provided and nothing was replaced or returned.